Event description:
Customer reported hospitalization due to high blood glucose. Customer stated that the meter said "high." Diagnosed diabetes ketoacidosis. Hospital treated with IV fluids and manual injections. Customer stated that she has a lot of scar tissue and changed the infusion sets to sure-t. The current blood glucose reading is 122 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.